Manufacturer narrative:
510k: this report is for unknown cortex screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent hardware removal of one (1) periarticular proximal humerus plate, three (3) unknown cortex screws and eight (8) unknown locking screws due to pain. The hardware was originally implanted on (B)(6) 2017. All hardware was successfully removed with no issues. There was no patient consequence. This report is for three (3) unknown cortex screws. This is report 2 of 3 for pc-(B)(4).